Manufacturer narrative:
Additional information has been provided in h6. Corrected information has been provided h3. The root cause of the ¿system self check failure¿ was due to a power management circuit board component failure.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a loaner controller had a "system self check failure" alert. There was no patient involvement. No further information was provided.

Manufacturer narrative:
D9 device was returned and date received was added. H6 type of investigation code was updated due to the device being returned. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.